Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this boston scientific implantable device and the associated competitive right ventricular (rv) lead was implanted in this patient in canada. The patient was in florida and was contacted by his following physician that pacing impedance measurements were greater than 3000 ohms on the rv channel. The patient presented to an emergency room for evaluation and boston scientific technical services was contacted. A boston scientific technical services consultant reviewed the device data and identified the impedance has been gradually increasing over the past four months. Additionally, threshold measurements have been increasing in parallel with the increased impedance. The consultant stated that the gradual rise would indicate some type of physiologic process. The device output should be reprogrammed to an appropriate safety margin to accommodate for the elevated thresholds and the competitive rv lead will most likely require replacement. The system remains in service and no adverse patient effects were reported.